Event description:
The account stated that the architect clinical chemistry creatinine reagent generated a discrepant result on a patient sample. The initial result was 0.8 mg/dl, the retest result was 8.0 mg/dl. The qc was within range. The account used a new reagent and stated that it resolved the issue. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.